Event description:
Device 1 of 2. Reference MFR. Report #:1627487-2011-05112. The pt received two percutaneous leads (from different lots) on (B)(6) 2005. It was reported that the pt continues to feel stimulation regardless of having the programmer amplitude turned off. There are no lines showing on the programmer's display. An sjm representative has neutralized all programs. The pt reports that the stimulation is becoming unbearable and she can't sleep. The pt used a replacement programmer to try and resolve the issue, but was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.